Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. Reporter phone number unknown. Philips was not authorized to evaluate the device at this time. A supplemental report will be submitted if new information or repair has been completed or received.

Event description:
The customer reported that the ventilator generated an error relevant to a ventilator inoperable condition. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.